Event description:
It was reported that the patient had not been able to charge for at least 6 months after the implantable neurostimulator (ins) went into overdischarge. The manufacturer¿s representative (rep) tried 2 physician mode recharges today and the ins would not perform telemetry with external equipment. It was noted that the reason the patient was not seen until today was due to a long referral process through veteran¿s affairs (va). The rep wanted to know whether it would benefit the patient¿s implantable neurostimulator (ins) to try physician mode recharges (pmr) today. The pros and cons of further pmr¿s were discussed and rep decided to discuss further with hcp. The result was unresolved at time of call. Additional information received stated that the patient did not recharge his stimulator for a year and that the battery had been overdischarged for more than 6 months. The patient experienced not receiving stimulation from his ins due to the device not being charged. A power on reset (por) was performed 4 times but the status of the device never changed (this was done on (B)(6) 2014); the patient was scheduled to see a neurosurgeon on (B)(6) 2014 for a consult to have ins replaced.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).